Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display went blank multiple times. Blood glucose level at the time of one incident was over 300 mg/dl, which was treated with manual injection. During troubleshooting, the customer stated that there was visible fluid in the reservoir compartment and was unable to get the display to return. Troubleshooting could not be completed due to the customer not having a battery cap available at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to faulty x1 on the mother board. Moisture damage was also found on the motor. Unable to perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at the display window corner, minor scratched and cracked display window.